Manufacturer narrative:
Natus medical investigations on a 3 year old vac-pac malfunction damage was normal wear & tear. Customers are also instructed to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac valve had separated from seam during patient use. No patient involvement.